Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging fading display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 7/9/2014 device evaluation, the lay user/patient¿s products have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: